Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. It was reported that the customer treated with manual insulin injections. The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit and the insulin pump alarmed no delivery. The customer was advised to push insulin slowly with a plunger. The customer reported that insulin did exit the tubing. It was reported that the reservoir of the insulin of the insulin pump was occluded. The customer was advised that the insulin pump was working as designed. The customer would still like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).